Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing unexplained high blood glucose, and the doctor requested someone to come to the hospital to troubleshoot the insulin pump. The doctor stated that the customer was hospitalized due to high blood glucose of 463 mg/dl. It was stated that they were unsure if the insulin pump was functioning properly. No further information was provided.